Event description:
Customer reported she has experienced high blood glucose over the past few weeks. Blood glucose value was 417 mg/dl. Customer expressed symptoms such as being tired, shortness of breath, going to the bathroom and nausea. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer stated it is possible that the cannula is occluded since she has been inserting in the same area for years. The site is not sore or irritated. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.